Event description:
This is being submitted to report the failure to remove the gripper line which occurred during use with the clip delivery system (cds), and has the potential to cause or contribute to patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. There was a bi-leaflet prolapse and the leaflets were thicker than average. There was no challenging patient anatomy observed. The cds was prepared per the instructions for use (IFU), with no issues observed during functional inspection prior to use. The cds was inserted and advanced without issue. There was no resistance noted when the gripper lever was pulled. The gripper lines were inspected for knots and twists prior to the attempt to remove the gripper line, and there was no evidence of knots observed. The physician pulled on each end of the gripper line independently, but resistance was noted on both ends, several times. Neither end could be retracted at all. There was no excessive force used. The clip was opened to 60 degrees, and the gripper line was pulled to see if the gripper line was bound by tissue compressing the grippers against the shaft, or if leaflet was between the shaft and the gripper. The gripper line was not able to be retracted even with the clip open. Other options were discussed, but it was decided to abort the procedure. There was no unexpected movement or steering of the cds during positioning.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. During device analysis the reported inability to remove the gripper line could not be confirmed; however, difficulty was experienced removing the gripper line. Although the account reported that the gripper line was unable to be removed, the discrepancy between what was reported and what was observed may be due to varying amounts of tension felt by the device during procedure versus the returned product analysis. More tension (e.g. Due to the anatomy, curves on the device, etc.) On the device may make it more difficult to remove the gripper line. The gripper line was measured and all the gripper line is accounted for. There were no knots, kinks / bends noted ot the gripper line. The gripper line lumens were unobstructed and undamaged. There was no evidence of burrs or sharp edges on the gripper line lumens. No damage or kinks were noted on the sleeve. Potential causes for unable/difficult to remove the gripper line, can be caused by, but are not limited to, manufacturing anomalies (damaged gripper line causing difficulty removing the gripper line), patient morphology, user technique and/or procedural conditions (procedural circumstances influencing the ability to remove the gripper line). As part of the mitraclip manufacturing process, all devices undergo visual and functional inspections to verify product quality. Review of the device history record confirmed that this device passed all in-process and final inspections including verification that the gripper line is free of twists, kinks or other damage. Additionally, there were no non-conformances identified for this lot that would have contributed to the reported event and a review of the complaint handling database revealed no other incidents reported for unable to remove gripper line from this lot. The user also reported no issues while functionally inspected the cds during device preparation, which is an indication that the device was functioning properly prior to use. With respect to patient conditions, procedural conditions and/or user technique/procedural handling, the reported difficulty may be influenced by patient anatomical morphology and patient disease state (such as tortuosity of the vessel, resulting in increased tension on the device), unintended curves on the device applied to the device, or introducing knots on the gripper line while unwrapping it from the gripper lever, resulting in the knots getting stuck in the gripper line lumens upon removal of the gripper line. In this case it was confirmed that the gripper lines were inspected for damage (knots/twists), prior to gripper line removal. It is possible that the clip arms grasped onto the thick leaflets, along with the natural curvature or external force on the device during the procedure, caused increased tension on the device, and the procedural interactions / patient curvature during the course of the procedure may have applied constrictive forces on the gripper line lumens. Through these constrictive forces, it is possible that the gripper line may have become restricted in movement; however, this cannot be definitively confirmed. Based on the information reviewed, a definitive cause for the inability/difficulty removing the gripper line could not be determined. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Event description continued: the cds was not curved more than 90 degrees at any point during functional inspection prior to use or during the procedure, and there were no extreme curves applied during the procedure. The patient was confirmed to be clinically stable post-procedure and there was no clinically significant delay in the procedure. No additional information was provided. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.